Event description:
A report was received that the patients ipg would not hold its charge. The patient will undergo an scs revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg would not hold its charge. The patient will undergo an scs revision procedure.